Event description:
Conmed stat 2 pumpette tubing used to run intravenous fluid at a keep open" rate through subclavian, internal jugular cordis lines and pulmonary artery catheters. Pt population is cardiac surgery post operative, acutely ill, in an intensive care unit setting. Pts' fluid status needs to be carefully monitored because of issues with fluid restrictions, etc. On several occasions within a several day period, the tubing was found to not be functioning properly, resulting in 250 cc bolus of fluid being administered to the pt. In addition, if the tubing is set at a "keep open" rate, and other medications, such as inotropes, vasopressors, etc are "piggy backed" or attached via manifold to the tubing, the medication may inadvertently be bolused, creating serious pt safety concerns. The "keep open" rate on the tubing was found to not be reliable. The psvt-60 sets were removed from the hosp and returned to the MFR and a replacement product was substituted.